Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
The patient reported infusion set tape was not sticking and fell off due to adhesive was loose which led to high blood glucose levels and was treated with insulin pen on (B)(6) 2026.